Manufacturer narrative:
Evaluation summary: the pre-op and post-op x-rays are not available to analyze the fixation. However, the products used are found to be in proper combination. Pt demographics and surgical notes are also not available for analysis. With the available info, probable cause for loosening of lcck components cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that pt was revised due to loosening.